Event description:
It was reported the patient experienced ineffective stimulation due to the lead turned. Surgical intervention was undertaken on (B)(6) 2023, wherein the lead was repositioned. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.